Event description:
Philips received a complaint on the heartstart xl defibrillator indicating that device is not delivering shock. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was not exactly known as customer did not provide any details. Based on the information available, device is eol (end of life) and no work performed by philips. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Device is out of operation and no work performed by philips due to device eol (end of life). The investigation concludes that no further action is required at this time.